Event description:
It was reported that a couple days post implant the patient had severe chest/back pain and pericardial effusion. It was found the atrial lead had dislodged, had high thresholds, and was unable to capture at max outputs in unipolar or bipolar. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).